Event description:
It was reported that after primary surgery on (B)(6) 2011 with a stryker right triathlon knee. Patient had pain, limited range of motion and swelling.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right stryker triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding arthrofibrosis involving a triathlon insert was reported. The event was confirmed. The device remains implanted. A review of the provided medical records by a clinical consultant indicated, ¿x-ray copies available for review include a series dated (B)(6) 2011, which is an ap and lateral of the right knee, demonstrating a cemented right total knee arthroplasty with all components in nominal position. [¿] a (B)(6) 2012 ap and lateral of the right knee and patellar view of both knees are of poor quality, but demonstrate no gross changes in the appearance of the right total knee. There is no evidence that the post-operative arthrofibrosis in the right total knee arthroplasty was related to factors of component design, manufacturing, or materials.¿ device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: a CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. The clinical consultant noted the components were in nominal position and concluded that there is no evidence that the post-operative arthrofibrosis in the right total knee arthroplasty was related to factors of component design, manufacturing, or materials. The following additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5520-b-300, triathlon prim tib baseplate - cemented, lot code: fpzp; cat. No.: 5510-f-402, triathlon cr fem comp #4 r-cem, lot code: s343l; cat. No.: 5551-g-299, triathlon asymmetric x3 patella, lot code: tw9r.

Event description:
It was reported that after primary surgery on (B)(6) 2011 with a stryker right triathlon knee. Patient had pain, limited range of motion and swelling.